Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was found unconscious, with a blood glucose reading of 24 mg/dl. It was stated that the hospital wanted the insulin pump replaced without conducting any troubleshooting. Nothing further was reported.